Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 instrument. The following data was provided: case 1, sid (B)(6): initial sodium result 120 meq/l, repeat result <100 meq/l and 137 meq/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by cleaning and calibrating the sample probe. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify any trends. A review of tracking and trending for the sample probe did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial (B)(6) or the sample probe were identified.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 instrument. The following data was provided: case 1, sid (B)(6). Initial sodium result 120 meq/l, repeat result <100 meq/l and 137 meq/l. No impact to patient management was reported.